Event description:
The patient received her scs system consisting of an adapter, a lead and an ipg on (B)(6) 2007. It was reported the patient was experiencing difficulty when attempting to recharge her ipg. The patient indicated the charger displays a slow flashing green light while simultaneously making a clicking sound. Neither a new device charger nor different charging positions resolved the reported issue. The physician explanted and replaced the ipg. The explanted ipg was returned to ans for evaluation. No additional information is available.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passes testing but fails to charge. It cannot be confirmed but is suspected that the cuts in the antenna silicone were allowing fluid infiltration and may have caused shorting turns of the coil resulting in the inability to charge. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.